Event description:
It was reported that the patient received a system explant for an unknown reason at an unknown date. Device evaluation discovered that the ipg was unable to communicate with external devices. Manufacturer representative confirmed the issue.